Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-69: using incorrect test strip platform note: manufacturer contacted customer in a follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer was using discontinued product and the incorrect test strips for the meter. The customer is concerned with tests results obtained of 22mg/dl and 41mg/dl. The expected fasting blood glucose test result range is 80-130mg/dl. Customer tested 2 nights ago and received a result in the 20¿s mg/dl, took some sugar and the result went up to 40¿s mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/30/2022 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (Date and time is not set) (B)(6).